Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range impedances and delivered inappropriate shock therapy. It was also noted the rv lead had a visible fracture on x-ray imaging. Subsequently, a revision procedure, and this lead was replaced. It was noted the patient's implantable cardioverter defibrillator (ICD) was also replaced, and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted due to the physician wanting to upgrade to a transvenous system. During the generator explant, part of the rv lead was explanted with it. The other half of the lead remains implanted, as the physician was unable to remove it with the usual tools. Both the partially-explanted lead and the ICD will be returned for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified a complete fracture of both the lead conductors and insulations approximately 27 cm from the terminal end. Only the proximal segment of the lead was returned. Investigation determined the fracture characteristics are consistent with clavicle/first rib damage. The identified fracture is the likely root cause of the reported out-of-range impedance and inappropriate shock therapy.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range impedances and delivered inappropriate shock therapy. It was also noted the rv lead had a visible fracture on x-ray imaging. Subsequently, a revision procedure, and this lead was replaced. It was noted the patient's implantable cardioverter defibrillator (ICD) was also replaced, and a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted due to the physician wanting to upgrade to a transvenous system. During the generator explant, part of the rv lead was explanted with it. The other half of the lead remains implanted, as the physician was unable to remove it with the usual tools.